Event description:
It was reported that on 28 october 2023, a small flexnav delivery system was chosen for the procedure. It was indicated that the physician exerted great force when introducing the flexnav into the patient, causing the radiopaque tip to be damage. A replacement flexnav was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of the flexnav nosecone deforming when the physician introduced it into the patient was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician used great force when introducing the flexnav into the patient, which caused the damage. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of the flexnav nosecone deforming during advancement into the patient was reported. The device was returned to abbott for investigation and found the valve capsule and inner shaft to have a bent damage, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 28 october 2023, a small flexnav delivery system was chosen for the procedure. It was indicated that the physician exerted great force when introducing the flexnav into the patient, causing the radiopaque tip to be damage. A replacement flexnav was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.